Manufacturer narrative:
When the requested information becomes available, a supplementary report will be submitted. Part and lot information are unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted. PMA/510(k) - not applicable.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced failure of implant to osseointegrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Lot number information is unknown. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.